Event description:
Description of event according to complainant: on (B)(6) 2014: the primary reason for the filter placement was risk for venous thromboembolism (vte) due to a history or prior vte and planned orthopedic surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. On the same day that the on month follow-up clinical assessment was performed, the patient had the pre-retrieval chest and abdominal CT with contrast, ultrasound, x-ray, and retrieval procedure performed. The CT was negative for pulmonary embolism. A grade 1 filter leg interaction (filter strut is immediately adjacent to the external aspect of the ivc wall) with the ivc was observed. There was one grade 3 ivc filer leg (filter strut is touching, impressing, or perforating another organ) that affected the patient's duodenum. The filter was endovascularly retrieved with a gunther tulip retrieval set, via the right internal jugular vein, because it was no longer clinically needed. Filter legs did appear outside the column of contrast before filter retrieval. There was less than 25% of thrombus occupying the filter cone and there was minimal difficulty retrieving the filter.

Manufacturer narrative:
(B)(4). Explant date: unk as information not provided. Investigation still in progress.